Event description:
Additional information: the lesion was not pre-dilated prior to the attempts to stent.

Manufacturer narrative:
(B)(4) - no pre-dilatation. Evaluation summary: the complaint device was returned. Failure to advance/cross the lesion and difficult to remove from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed via returned device analysis. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, mid left anterior descending artery. Attempts to cross were made with one 2.75x38 mm xience prime stent delivery system (sds) and three 2.5x38 mm xience prime sds, all of which failed to cross. Resistance was also felt during retraction of the three 2.5x38 mm xience prime sds from the anatomy which resulted in all three distal shafts separating outside the patient. An unknown non-abbott sds was able to cross the lesion successfully. No adverse patient effects or clinically significant delay in the procedure due to the failure of the devices to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two xience primes referenced are being filed under separate manufacturing report numbers.